Event description:
The customer reported the collimator coned down on its own. No pt injury was reported.

Manufacturer narrative:
The service repordered and replaced fluoro functions pcb. The system operates as intended.